Event description:
It was reported that the device shuts down intermittently. The urs procedure was rescheduled due to the intermittent shut down during the procedure. There were no patient complications.

Manufacturer narrative:
B3: date of event corrected. D3: manufacturer address 1 and manufacturing address 2: correction. D4: lot number and expiration date: correction. E1: initial reporter state: correction. G1: manufacturing site: correction. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse identified the driven voltage was low, so the fse adjusted it. The console worked as intended and the fse monitored it for the next few uses. The fse verified the alignment and calibrated the console which then worked as intended. The console continued to be under observation. On (B)(6) 2024, after one week of observation, the lvps was not maintaining the voltage as intended so it was replaced. The laser console passed full functional and electrical safety testing, and is now working as intended. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console shuts down intermittently during the ureteroscopy (urs) procedure; therefore, the physician postponed the procedure. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the device shuts down intermittently. The urs procedure was rescheduled due to the intermittent shut down during the procedure, with no complications to the patient.